Manufacturer narrative:
A medtronic representative, following-up at the site, reported although the surgeon opted to complete the procedure using a c-arm, there was no change in approach. On 03/01/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Medtronic representative re-booted the imaging system approximately 12 times and performed 2d and 3d exposures with no issues. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system displayed the message system booting, please wait, this lasted for approximately 8 minutes. The medtronic representative re-booted the imaging system four times with the image acquisition system (ias) and mobile viewing system (mvs) disconnected, and then re-connected each time. Issue persisted. The surgeon opted to discontinue the use of the imaging system and the navigation system to continue the procedure to completion with the use of a c-arm. Delay in therapy was less than one hour. There was no impact on patient outcome.